Manufacturer narrative:
Service was dispatched and troubleshooting was performed. The specifics of the instrument troubleshooting are unknown. The quality control results remained lower. The customer has suspended using the instrument for hdld sample testing. A definitive root cause for this event has not been determined to date. Associated MDR for this event are: 2050012-2011-02407, 2050012-2011-02411.

Event description:
The customer reported erroneous, low direct high-density lipoprotein cholesterol (hldl) results for multiple patient samples were generated on a unicel dxc 600 synchron system. This is report one of two, representing patient results generated on (B)(6) 2011. The initial, low hdld results were reported out of the laboratory, however the customer has indicated that there was no death, serious injury or modification to patient treatment associated or attributed to this event. Samples of initial hdld results were rerun at a reference laboratory and results were found to be higher and considered valid. Amended reports were issued. A downward shift in quality control results was identified when a new lipid calibrator lot (m008660) was utilized. Sample handling and preparation information was not provided by the customer. Data supplied by the customer involved seven patient samples with higher repeat hdld results. No specific patient information was provided by the customer.